Manufacturer narrative:
The cobas c 703 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable calcium gen.2 result from the cobas c 703 analytical unit for one patient. The initial result for sample 1 on c 703 (1) was 2.84 mmol/l. The result after ultracentrifugation on c 703 (2) was 2.49 mmol/l. Another repeat result on c 703 (3) was 3.49 mmol/l. The initial result for sample 2 on c 703 (2) was 2.64 mmol/l. The result on c 703 (1) was 2.40 mmol/l. The result on c 703 (3) was 2.40 mmol/l.